Manufacturer narrative:
Received one used sample list #mc330358 for investigation. As received, stick down condition was observed in 1 out of the 3 microclave, the microclave was dissembled and it was observed a slightly slit propagation in the seal, no additional damage or abnormally were observed. No matting device was returned. Complaint of silicone sleeve stuck down condition can be confirmed. However, how, where or when this condition occurs cannot be determinate.

Event description:
The event involved a 7.5" (19 cm) smallbore trifuse ext set w/3 microclave¿ clear, 4 clamps (1 red, 2 white, 1 blue), luer lock where the customer was experiencing stick downs with the microclave during infusion. It was mentioned that they were using this device with lipids and they recently switched to prevantix vs. 70% alcohol caps. Additionally, the customer also stated that they were not having issues with the mc100. It seemed to them that it was only occurring on bonded sets. There was patient involvement but no report of human harm.